Event description:
During a case involving a symptomatic right carotid bifurcation that was 90% stenosed and very calcified, the accunet device was positioned correctly and a dilatation catheter was used to dilate to 4 mm. The acculink was then deployed successfully. The recovery catheter was advanced; however, it was getting caught up a bit and the device was removed. Post-dilatation was then performed to 6 mm. The recovery catheter was then able to remove the accunet without difficulties. After the procedure, the pt could not squeeze an object using the left hand, and there were also some vision and speech issues. Images were taken and a plaque blockage was seen in which 4 ml of tpa was administered. Plaque was also seen further distal. Using another company's 1.5 mm balloon catheter, intracranial, the plaque was compressed and the flow was restored (via the image taken). At the time of the procedure, the pt had not fully recovered.